Event description:
Pt implanted in upper and lower vermilion borders on 12/30/1997. Onset of infection, implant extrusion, and palpable implant 02/02/1998. Revision surgery performed 02/09/1998, explantation on 03/11/1998. Rec'd zyplast implant on 04/13/1998. Implant explanted 07/02/1998. Implant type and site unknown.